Manufacturer narrative:
Investigation: samples received: 1 open pouch (it is missing the part of the aluminum pouch where the batch number is). Analysis and results: the batch number is not known. Nevertheless, we have received the possible batch numbers: 118371, 118404 and 118412. We manufactured and distributed in the market 138 units of the batch 118371, 162 units of the batch 118404 and 102 units of the batch 118412. There are no units in stock nor previous complaints of these possible code-batches. Reviewed the batch manufacturing records, these products had a normal process and the results during the process fulfil b. Braun surgical requirements. We have received one open and used sample with 6 detached needles and 2 sutures with the needle attached to the thread. We have tested the needle attachment strength of the 2 sutures and the results are: 2.271 kgf. 2.454 kgf. These values do not fulfil the requirements of b. Braun surgical for maximum (0.080 <xi<1.700 kgf). Probably, caused by too strength applied to attach the thread to the needle in the manufacturing process. Remarks: we have informed of this case to the personnel involved. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box as compensation. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K980704. When additional information is received a follow up report will be submitted.

Event description:
It was reported the needle detachment is too hard. The reporter indicated that the needle is hard to detach from the thread. Additional information was not provided.